Event description:
It was reported that the customer experienced an issue with the pump's touchscreen not responding, rendering them unable to interact with the device. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.